Event description:
It was reported the patient experienced ineffective stimulation due to one lead migrating. Surgical intervention took place wherein the system was explanted to address the issue. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 octrode lead kit,960cm length; however, it is unknown which octrode lead kit, 90cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189ans, UDI: (B)(4), serial: (B)(6), batch: t00007343.